Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the pump¿s touchscreen unlock function was unresponsive, and the user was unable to confirm a firmware update on the device. Technical support advised allowing the pump to power down completely, then recharging it and completing the firmware update to prevent recurrence. There were no adverse clinical effects reported, no impact on health status, and no hospitalization associated with the event. An investigation was conducted, which included technical troubleshooting and user education regarding completion of the firmware update following a full power cycle. Review of the available information indicated a device usability and user interface issue related to screen responsiveness during the update confirmation step. Resolution was expected upon successful completion of the firmware update after the advised restart. Based on previously established findings for similar reports, the cause was determined to be likely software-related and associated with the user interface, remediated by completing the firmware update after the power cycle. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.